Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that she was receiving recurring change sensor alerts and calibration not accepted alerts. The customer's blood glucose was 40mg/dl at the time of the incident but did not report treatment. The sensor will be returned for analysis.